Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that when charging implanted neurostimulator(ins), the recharger gets hotter gradually through the charge, and then turns really hot to the point they have to stop the charge and disconnect the recharger from their controller. Patient stated both their implant site and the circular paddle feel hot. Patient confirmed that they do not see any exposed wires, bumps, kinks or bends in the recharger. Patient denied any physical burns. A replacement recharger was sent out. Later, patient called back and confirmed they received replacement recharger from this case. Patient stated the new recharger is no longer getting hot like before, recharger is now just warm. However, patient stated now they are getting pain with the "monitor or stimulator". Patient stated their mdt rep joey (last name asked - unknown) redirected them to patient services for a replacement controller and battery pack. Agent asked clarifying questions and patient stated when they turn stimulation down, it is still painful. Patient stated they turned the therapy off because they have pain. Patient mentioned the implant is located in their right lower back right where their jeans hit. Agent redirected to hcp and mdt rep to further address pain and possible reprogramming.